Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the powerport implantable port products that are cleared in the us. The pro code and 510k number for the powerport implantable port products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 08/2023). Device pending return.

Event description:
It was reported that prior to a port placement procedure, the packaging of the device was allegedly torn. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport implantable port products that are cleared in the us. The pro code and 510k number for the powerport implantable port products is identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp implantable port kit in its unsealed original package was returned for evaluation. Gross visual evaluation was performed. During visual evaluation top tyvek label appeared to be partially teared from the tyvek tray on the right side. Seal transfer was noted along the right border of the tray. Manufacturing site evaluation of the sample photo found that the unit label was slightly detached from the upper left apparently due to a lack of adhesion, it was noted that the lidstock label on the outer tray was slightly torn leaving part of the lidstock attached to the tray. The investigation is confirmed for the reported packaging of the device was torn issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2023),

Event description:
It was reported that prior to a port placement procedure, the packaging of the device was allegedly torn. There was no patient contact.